Manufacturer narrative:
"The event of a damaged extension was reported to abbott. During a replacement of an axium drg ipg, a damaged extension (set screw was tightened but the lead came loose whilst the consultant was trying to unscrew it) was observed as well as a lead that seemed to have visible damage and low impedances. All items were explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Related manufacturer reference number 1627487-2024-07333. During an elective ipg replacement on (B)(6) 2024, the physician noticed that extension was damaged, and the set screw came loose, and the connection was incomplete. System diagnostics recorded low impedances on the lead. As a result, the entire system was explanted.

Manufacturer narrative:
Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The reported event of low impedances was confirmed. As received, microscopic inspection showed the returned lead had a kink and damage on the tubing where all internal wires were broken. The low impedances experienced in the field are consistent with the individual lead wires making contact and electrically shorting out to other lead wires.